Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a posterior flail. It was noted the mean pressure gradient was 2mmhg. Two clips were successfully implanted, reducing mr to a grade of 2. However, after implanting the second clip, the gradient increased to 7mmhg. Both clips were stable and the physician was satisfied with the results of the procedure. The following day, echocardiography showed the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient conditions. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.